Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's relative that the patient's implantable pulse generator (ipg) had been operating poorly and the device's battery life was degrading. It was noted that the patient was not feeling well and was admitted to the hospital. The ipg was explanted and replaced, and the patient fully recovered. No further patient complications have been reported as a result of this event.